Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the rf sensor fell out of tag and it was found on the stand. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the green pouch was not sewn on one side, this allowed the radio frequency identification tag to fall out. The rfid tag was not returned. The reported condition was confirmed. The investigation found the pouch that contains the rfid tag was not sewn completely and the tag fell out. Engineering stated without a lot number, it can't be concluded which cotton supplier manufactured this product, because the stock keeping unit was provided by 4 suppliers in the past. Now, according to the pictures, the two cotton suppliers that are not currently used, confirmed that the product was not manufactured by them. In addition, this is non-sterile product. All gauze products went through 100% in process quality control inspections. Afterwards, the product went through the kit packer's assembling process. So it could not be determined where the defect was caused. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.